Manufacturer narrative:
This report is submitted on jun 1, 2021.

Event description:
Per the clinic, the patient experienced pain, bleeding and an infection at the abutment site that was treated with oral antibiotics.